Event description:
Gamma nail and lag screw had been inserted into pt using targeting device. When using ball tip screwdriver to attempt to remove the nail holding screw, the screw could not be removed (would not turn at all). An attempt was made to remove it using the universal joint socket wrench which broke at the joint. Subsequently, the nail was removed (still attached to the targeting device) and the patient had a competitor nail inserted. The hospital has sent the nail and targeting device to their biomechanical department for testing.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.